Event description:
The customer reported the ventilator would not power on via ac power. The manufacturer's service technician confirmed the customer reported problem. The service technician reported finding an open power supply mains fuse during service evaluation. An open mains fuse may cause a loss of ac power to the ventilator and shut down if it were to recur during use. If the ventilator were equipped with a backup battery, the ventilator will switch to backup battery and alarm and will continue ventilation. The service technician replaced the power supply to correct the findings. Extended self testing (est) and applicable final testing was completed, and all tests passed per operating specifications. The ventilator was not in use on a patient at the time of the reported problem therefore, there was no patient involvement or harm.

Manufacturer narrative:
(B) (4)